Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not stay in the jaws and dropped. The surgeon applied another device without pt injury.